Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider regarding a patient with an implantable neurostimulator for parkinson's dual and movement disorders. It was reported that the patient's device stopped working and they felt a sudden onset of shaking. The patient reported they were weak and they could not stand up. The patient was able to then turn the stimulator on, at first the patient felt "whooshy" and uncomfortable because of the stimulation, however the patient later confirmed they now felt ok. No further patient complications were reported as a result of this event.